Manufacturer narrative:
(B)(4). A 510(k) number will not be provided this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample is not available. A batch review and retention sample review was performed and found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is report two of two incidents received from a nurse on (B)(6) 2010. The patient commenced haemofiltration with accusol 35. The therapy settings were blood flow 200ml/h, predilution 700ml/h, postdilution 2800ml/h and the temperature was 37 degrees c. Potassium chloride 20mmol dose was added to the accusol bags but no medication was added through the lines. All 4 bags of accusol were mixed and were connected to the continuous renal replacement therapy machine. On (B)(6) 2010, 52 hours after commencing haemofiltration (and the lines being set on the machine), precipitation was observed in the heating coiler, between heating coiler and degassing chamber, in the degassing chamber, between degassing chamber and predilution pump, between degassing chamber and postdilution pump and after predilution pump. A balance alarm (B)(6) was noticed before the precipitation was observed. After the precipitation was noticed the treatment was discontinued. No adverse event was reported. No further information was provided.